Manufacturer narrative:
Describe event or problem: additional information received on december 20, 2016: the wire broke outside of the patient and therefore there were no consequences to the patient. Additional MFR narrative: conclusion: it was reported by a healthcare professional that a revive se (frs21452299/s11864) was to be used during an emergent thrombectomy procedure to treat ischemia where the wire broke off into two pieces circa 30 cm proximal outside of the patient. The revive se had exited the microcatheter and no additional intervention was required to remove the broken piece of wire. Reportedly, a thrombus had to be removed in the left carotis interna. A neuronmax sleeve was used. Then, a 5max ddc (0.062¿) was inserted and a 3max reperfusion catheter was advanced. A revive se (complaint product) was being pushed up to the thrombus through the catheter when the wire broke off. Finally, the thrombus was aspirated by means of a 3max catheter. There was no patient injury/procedural delay reported as a result of this event. Summary: very limited information was received. The 3max catheter and the rotating hemostatic valve (rhv) were not returned. It was not stated if the catheter used was the 3max as reported in the complaint; however it was the only catheter reported besides the guiding catheter. It was not stated if the catheter involved in the complaint was removed, therefore unless new information is received, the 3max catheter will be considered the complaint catheter. Concerning cleanliness only, the revive se system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. Located 49.5 centimeters off the proximal end, the delivery wire was severed and severely bent. The fracture was found to be ductile in nature requiring external force. No material defects were found no manufacturing defects were found. No other damages were found on the returned revive se. Conclusion: the complaint of the delivery wire breaking into two pieces is confirmed. While the exact root cause cannot be determined, the evidence as received highly suggests that distal interference caused a severe bend and a ductile fracture to the delivery wire which required external force as no material defects were found. While it cannot be determined if the interference was of a fixed or detached nature, if the 3max catheter was utilized for this procedure as stated in the complaint report, then it should be noted that an incompatible catheter was used with the revive se. If this did occur as no other catheter was reported or removed during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿use microcatheters with an ID of 0.021 in (0.533 mm) or 0.027 in (0.688 mm)¿¿ the max3 catheter has a proximal inner lumen of 0.0430¿ and a distal lumen of 0.0350¿ which is outside the IFU¿s recommended limits for the inner lumen. In addition, without the return of the catheter and the rhv used during the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint; delivery wire ¿ separated. The complaint of separated was confirmed. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Inspection of the returned device revealed no manufacturing related issues that may have contributed to the confirmed malfunction. Review of the available information suggests that user technique, concomitant device interaction and anatomy may have all contributed to the reported and confirmed separation of the revive se device.

Manufacturer narrative:
This is 1 of 1 initial MDR's that will be submitted for this complaint associated with MFR #2954740-2016-00321. (B)(4). Concomitant product(s): neuronmax sleeve, 5max ddc (0.062¿¿), 3max catheter. Initial reporter' phone number: (B)(6). (B)(4). The product is expected to be returned for analysis; however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a healthcare professional that a revive se (frs21452299/s11864) was used during an emergent thrombectomy procedure to treat ischemia where the wire broke off into two pieces circa 30cm proximal. The revive se had exited the microcatheter and no additional intervention was required to remove the broken piece of wire. Reportedly, a thrombus had to be removed in the left carotis interna. A neuronmax sleeve was used. Then, a 5max ddc (0.062¿) was inserted and a 3max reperfusion catheter was advanced. A revive se (complaint product) was being pushed up to the thrombus through the catheter when the wire broke off. Finally, the thrombus was aspirated by means of a 3max catheter. There was no patient injury/procedural delay reported as a result of this event.